Manufacturer narrative:
An investigation will be performed, and a supplemental report will be submitted with the analysis conclusion. Manufacturer reference: (B)(4). .

Event description:
It was reported from the office of oral surgery partners that a glidewell ht implant ø3.5 x 10 mm experienced loss of osseointegration at tooth location #7. The patient was reported as a 68-year-old female with a medical history of smoking and diabetes. Bone quality was reported as type ii and oral hygiene was reported as good. The implant was placed on (B)(6) 2025 and restored on (B)(6) 2025 using a prefabricated 3 mm locator abutment. The patient presented with the issue on (B)(6) 2025. Reported patient symptoms included infection and abnormal bone loss around the implant. The implant was removed on (B)(6) 2025 using instrumentation. The implant was not placed following immediate extraction and was not immediately loaded. The patient's symptoms resolved following implant removal. No permanent patient injury was reported. The implant was not replaced.